Event description:
It was reported to boston scientific corporation that a nephromax was used during a percutaneous nephrolithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure a gap was noted between the balloon and the sheath resulting in difficulty advancing the sheath over the balloon, thus the access sheath did not reach into the kidney. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: the event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. The returned device revealed that the sheath was damaged with a split that spiralled from tip to the end.

Event description:
It was reported to boston scientific corporation that a nephromax was used during a percutaneous nephrolithotripsy procedure performed on (B)(6) 2013. According to the complainant, during the procedure a gap was noted between the balloon and the sheath resulting in difficulty advancing the sheath over the balloon, thus the access sheath did not reach into the kidney. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Note: the event, as reported, does not constitute an MDR reportable event; however, the returned device revealed an MDR reportable event. The returned device revealed that the sheath was damaged with a split that spiralled from tip to the end.

Manufacturer narrative:
A detailed device analysis was performed on the returned nephromax access sheath ; the condition of the returned device was consistent with the complaint incident that the sheath was damaged, with a split that spiralled from tip to end. Since the review and analysis of all available information fails to indicate a root cause or probable root cause for this complaint, therefore, the most probable root cause for the defect is undeterminable. A review of the manufacturing documentation found that all devices shipped from the batch conformed to the preventive measures / current controls.